Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device MFR date is unk. Eval is pending upon return of the product.

Event description:
In 2008, the sales rep reported that during a restocking of the kit, it was noticed that there was a chunk broken off the extender sleeve. There was no report that the event occurred during surgery. The malfunction has resulted in an adverse event in the past.